Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the upper housing, front panel, and internal board consistent with mis-handling. The customer declined repair. The device was returned to the customer labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.